Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A physician, calling on behalf of the customer, reported that between (B)(6) 2018, the adc freestyle libre sensor detached from the adhesive after 8 days of wear. Customer experienced unspecified symptoms and was unable to self-treat. Customer had contact with the healthcare provider who diagnosed with hypoglycemia and was re-sweetened orally (15g) by the nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history reivew) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors. No further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A physician, calling on behalf of the customer, reported that between (B)(6)2018 and (B)(6)2018, the adc freestyle libre sensor detached from the adhesive after 8 days of wear. Customer experienced unspecified symptoms and was unable to self-treat. Customer had contact with the healthcare provider who diagnosed with hypoglycemia and was re-sweetened orally (15g) by the nurse. There was no report of death or permanent injury associated with this event.